Manufacturer narrative:
Additional information from the user facility stated that there was no undesirable movement of the microcatheter or coil prior to detachment. The coil was advanced under fluoroscopy and the delivery wire was not advanced into the aneurysm.

Event description:
The patient underwent the balloon-assisted coil embolization of the unruptured aneurysm. As the last coil was being implanted, imaging revealed a coil loop was protruding into the parent vessel. No information was provided as to any actions taken as a result of the coil protrusion. The patient awoke from the procedure with complete aphasia and right hemiplegia. The physician reviewed the imaging from the case and angiography taken after this device was implanted (second coil) revealed that the aneurysm had ruptured and bleeding had occurred. Ten days post procedure, the patient¿s condition is reported to be improving, the aphasia is completely resolved and the hemiplegia is resolving.

Event description:
The patient underwent the balloon-assisted coil embolization of the unruptured aneurysm. As the last coil was being implanted, imaging revealed a coil loop was protruding into the parent vessel. No information was provided as to any actions taken as a result of the coil protrusion. The patient awoke from the procedure with complete aphasia and right hemiplegia. The physician reviewed the imaging from the case and angiography taken after this device was implanted (second coil) revealed that the aneurysm had ruptured and bleeding had occurred. Ten days post procedure, the patient's condition is reported to be improving, the aphasia is completely resolved and the hemiplegia is resolving.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. There is no indication of any user error resulting in the reported coil protrusion and the risk of this are noted in the directions for use. Aneurysm rupture is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.